Event description:
A physician reported a pt who was skin tested in 1993 with negative results and treated into a small scar at the transition of nasolabial and cheek in approx 1993 or 1994. Since the time of the treatment, exact date of onset unk, the pt developed redness, swelling, and extrusion of material at the implanted site. The symptoms were intermittent in nature, and persisted as of 20 may 1997. The physician prescribed topical vitamin a acid and fucidine plus. The symptoms were considered by the physician product related.